Event description:
During implant, the stylet could not be removed from the left ventricular (lv) lead. The lv lead broke during attempted removal of the stylet. No lv lead was implanted; the patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported events of stylet could not be removed, and lead damage were confirmed. As received, a complete lead with stylet stuck was returned in one piece. The ptfe coating of the stuck stylet was found stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the crimp sleeve were found pulled through the connector cap consistent with damage cause due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region which resulted to the lead component detachment consistent with procedural damage.